Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during investigation, the pump powered on and the display was found to be dim, fading and discolored. Unrelated to the complaint, a visual inspection of the pump revealed a crack in the battery compartment. There was rust and corrosion observed inside the battery compartment. A leak test was performed and no leaks were detected. The pump was opened and no further evidence of internal moisture was observed. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged/ punctured. The audio bolus button responded appropriately during testing.